Event description:
Event description guidant received information that this bipolar atrial lead was exhibiting impedance > 2500 ohms, with no capture due to a fracture of the proximal coil. The lead was abandoned and the device was re-programmed to vdd.